Manufacturer narrative:
Clarification to d6a implant date: partial date of "2019". The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "exchange of textured to smooth breast implants". This record is for the right side. Device has been explanted.